Event description:
The complainant had a surgical/mitraclip patient placed on impella cp for support. The pump failed to start and was therefore replaced by a new impella cp pump. There was no patient harm.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of pump did not start has been completed. The returned product was investigated and there were no visual abnormalities. The pump passed electrical testing of all the motor cable and data communication lines. The pump was successfully recognized by the console and all areas of the eeprom read successfully (per imc logs). The pump was finally run in a bucket for 15 minutes, and pump usage data updated (per imc logs). Therefore, the reported issue was unable to be reproduced. Since clinical details are limited, available imc logs appear incomplete, and the reported issue did not reproduce, the root cause of the pump did not start could not be determined.